Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain /pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia) / (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('genital abnorm. Bleed') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular, frequent periods, bladder sling procedure, smoker, dysfunctional uterine bleeding, d & c, abdominal pain, adenomyosis, menometrorrhagia, colonic polyp, chronic lumbago, anemia, nabothian cyst, endometriosis externa, shoulder operation and uterine bleeding. Previously administered products included for an unreported indication: excedrin. Concomitant products included levonorgestrel (mirena) since 2006 to (B)(6) 2011 for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems: mental anguish/ anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and on (B)(6) 2016 underwent ablation/ dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety and weight increased outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: during insertion number of proximal coils: 4 on left cornua and 7 on right cornua. Patient received treatment for pain, menorrhagia, gen. Abnorm. Bleed, migration, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Satisfactory occlusion of fallopian tubes by essure microfilaments. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, pelvic pain, weight gain, menorrhagia, dysmenorrhoea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Events added: abdominal pain, migration and genital abnormal bleed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular, frequent periods, bladder sling procedure, smoker, dysfunctional uterine bleeding, d & c, abdominal pain, adenomyosis, menometrorrhagia, colonic polyp, chronic lumbago, anemia, nabothian cyst, endometriosis externa, shoulder operation and uterine bleeding. Previously administered products included for an unreported indication: excedrin. Concomitant products included levonorgestrel (mirena) since 2006 to (B)(6) 2011 for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems: mental anguish/ anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 years 1 month after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2016 underwent ablation/ dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the migraine, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: during insertion number of proximal coils: 4 on left cornua and 7 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Satisfactory occlusion of fallopian tubes by essure microfilaments. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, pelvic pain, weight gain, menorrhagia, dysmenorrhoea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received- events: ¿abnormal bleeding vaginal, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines/headaches, psychological or psychiatric problems ¿ depression, psychological or psychiatric problems ¿ mental anguish/anxiety, weight gain¿, reporter, medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.